Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), described as the pump screen turned off, but was still able to control the pump with the central control monitor (ccm). The pump rebooted and the screen turned back on. The manufacturer's clinical specialist confirmed with the user facility's biomedical engineer contact that the pump screen in question was a large six-inch roller pump in the cardioplegia position. There was no change out, no delay, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed by the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump screen turned off. The central control monitor (ccm) was used to reboot the roller pump and the screen turned back on resolving the issue. The surgical procedure was completed successfully. There were no adverse consequences to the patient. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Per the user facility's biomedical engineer, the issue was not able to be reproduced.